Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the suture breaks during the procedure.

Manufacturer narrative:
Samples received: 18 unopened racepacks. Analysis and results: we have received (B)(4) closed samples. Nevertheless, the product is already expired (expiry date: 2017-01) and an analysis cannot be performed. The case was created after the expiry date therefore we cannot accept this complaint. Should you require any further information do not hesitate to contact me.